Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The pump primed properly. The drive support disk was inspected and no damage or anomaly noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2014 customer's blood glucose was unknown at the time of incident. Customer stated he was hospitalized due to complications which resulted to high blood glucose. Customer has been off the insulin pump after being hospitalized. There was no mention of symptoms related to high blood glucose issue. The customer did not mention any form of treated for the high blood glucose reading. The customer was wearing the insulin pump during the hospitalization. Customer also mentioned that he stayed in the hospital for a total of 6 days. Customer also reported that the drive support cap was pushed out. Customer declined high blood glucose troubleshooting. The insulin pump was returned for analysis.